Event description:
It was reported by the patient that "the device sticks straight up on my chest", that it is painful, and that the pain has awoken them. The patient also states that there has been more than one surgery to place the device yet the problems continue. Followup information from the physician indicated that the symptoms are self inflicted and the patient has been advised to discontinue rubbing the device area. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.